Manufacturer narrative:
Analysis of the catheter found coring/tears/cuts in seal of the sc connector (met leak criteria) and a dark residue occlusion in the dispensing holes of the catheter body.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j10947r14, implanted: (B)(6) 2001, product type: catheter. Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from the manufacturing representative, regarding a male patient receiving intrathecal morphine 25mg/ml at 6 .2mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. It was reported that upon opening up the pocket for a routine end of life (eol) replacement, there was no cerebrospinal fluid (csf) from the catheter (attempted to aspirated csf, unsuccessful.) The catheter was partially explanted on (B)(6) 2015, as by the appearance of the catheter removed from the spinal canal it did not appear that all the spinal portion was removed. At the "spine site" there was no csf from catheter when cut. The spinal portion pulled out with ease, but the health care provider (hcp) noticed black material on end of the catheter. The catheter tip had an angle (alleging it might be severed) and appeared clogged or caked over with the black material. The hcp tried to remove black material to examine catheter tip better, but was unable to remove all of it. Before dissecting down to anchor at "spine site," there was no catheter observed in the spinal canal or entering spinal canal. It was unknown where the remaining spinal catheter was. The catheter was replaced, and with the new catheter the concentration was reduced to 12.5mg/ml and rate decreased to 0.6mg/day. The event was noted to have resolved. The patient status at the time of this report was "alive- no injury." The device was returned for analysis. If additional information is received this report will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.